Event description:
It was reported that the patient has expired after implant duration of zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event. A notation was made by the hospital or staff on the device implant data card indicating the patient died in the or. It was also indicated on the card that there was a previous prosthesis removed (mechanical valve - manufacturer and model unknown) and concomitant coronary artery bypass was performed. The patient had been admitted in 2007 and operated the following month. There is no information provided as to the use of the reported device and there is no information provided to suggest that the cause of death was device related. At 08/21/2009, there has been no response from the surgeon relating to this event.